Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to scan the barcodes printed from the pyxis zebra label printer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the zebra printer had an issue in which the printed barcodes could not be scanned. A technical support specialist (tss) remotely accessed the station, then logged in as the carefusion network administrator and reviewed the zebra printer configuration. It was noted that documents were pending in the print queue due to an out of paper condition. The zebra printer was reconfigured in accordance with the knowledge article zebra printer no longer printing upgrade by updating both the printer preferences and printing defaults. The station was then rebooted to complete the changes. The system functioned as intended after technical support specialist troubleshot the device.